Event description:
It was reported that the bd® syringe 5 ml ll bulk non-sterile had label missing. The following was translated from dutch to english: label on outer box missing of product 301027 - the same issue occured with 301073 a few weeks ago- seems to be reoccuring.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation three photos of 5ml luer-lok syringes were received by bd. A quality engineer was able to review the photos from lot #2282745 regarding item #301027. One photo shows a bag of syringes with 5ml scale markings seen clearly on one of the syringes. Another image shows the transportation invoice which includes 5 different materials including (B)(4) boxes of 301027, 5ml bulk non-sterile syringes. The third image shows 2 export boxes on a pallet with one sealed and the other opened with no box number and no label on either box. The reported condition cannot be confirmed from the photos provided. Follow-up questions in the form of additional photos were requested. The other side of the box could have contained the label and box number as the label and box number are required to be on the same side of the box. The reported defect was not identified in the photos received. Therefore, no corrective action is required at this time. Any unused physical samples are required for testing to be performed by a trained bd associate to determine a more thorough evaluation for label missing and potential root cause determination. A device history record review was completed for provided batch number 2282745 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information